Manufacturer narrative:
The reported device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a fully visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) incorrect tunnel preparation. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The instruction for use states: - pathologic bone conditions, such as cystic changes or severe osteopenia, which would impair the secure fixation of the implant. - insufficient quality or quantity of bone, inadequate bone stock or comminuted bone surfaces which could compromise secure fixation of the implant. - the use of this device may not be suitable for patients with insufficient or inadequate bone stock. The use of this device and the placement of implants must not bridge, disturb or disrupt the growth plate. - potential complications associated with the use of this device may include: pain at the incision or surgical site, infection, reaction to device materials, implant pullout, bone damage or fracture, injury to surrounding tissues, embolus or blood clotting issues, nerve injury or palsy, implant or treatment failure. Secondary surgical interventions may include, but are not limited to: removal of implant, placement of new or additional implant(s). There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. Event description updated.

Event description:
It was reported that the patient had an rlca in which ultrabutton was used as a suspension system in the femur and biorci screw for tibial fixation. A few days later, the patient made a movement and she felt as if the device had been detached, from there the patient presents instability in the knee so that she was rescheduled to perform a revision. In this revision surgery, it was observed that, the primary graft was in the process of consolidation, but not resistant and therefore again presented instability. The specialist decided to remove the ultrabutton, this was removed in good condition, without breaking the button and / or loop for suspension and the screw (screw that was removed without any difficulty). A new graft (hth) fixing it with biorci screws in both femur and tibia adding a tibial post with a foot print of 4.5 during the procedure. The patient outcome is unknown.

Event description:
It was reported that the patient had an rlca in which ultrabutton was used as a suspension system in the femur and biorci screw for tibial fixation. A few days later, the patient made a movement and she felt as if the device had been detached, from there the patient presents instability in the knee so that she was rescheduled to perform a revision. In this revision surgery, it was observed that, the primary graft was in the process of consolidation, but not resistant and therefore again presented instability. The specialist decided to remove the ultrabutton, this was removed in good condition, without breaking the button and / or loop for suspension and the screw (screw that was removed without any difficulty). We did a new graft (hth) fixing it with biorci screws in both femur and tibia adding a tibial post with a foot print of 4.5 during the procedure, the surgeon states that the initial graft was 8 mm in diameter, but the tunnel when passing bit by bit gave us 9 mm.